Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump had critical pump error alarm. Customer cannot recall blood glucose reading. Customer saw a red x on the screen. There was only one alarm. The insulin pump was beeping but cannot recall the cause of the alarm. Troubleshoot was performed. The insulin pump will be returning for analysis.

Manufacturer narrative:
Findings: pump error alarm noted in the pump history and critical pump error (open book image) alarm during testing due to moisture damage on the electronic assembly. Unable to perform the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image). Unit was received with moisture damaged inside battery tube and cracked case at corner of the belt clip rails.